Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone of off having difficulties rewinding insulin pump. Customer reported that insulin pump would not do anything when rewound and would go back to the home screen. Customer's blood glucose was 123 mg/dl. After troubleshooting, customer was advised that insulin pump would need to be replaced.

Manufacturer narrative:
The insulin pump unable to prime during prime test due to faulty force sensor resistor. The insulin pump passed idle current test, run current test, self-test, off no power test, unexpected restart error test, basic occlusion test, displacement test and rewind test. No rewind anomaly noted. Unable to perform basic occlusion test and occlusion test due to prime anomaly. The insulin pump received with minor scratched display window and cracked reservoir tube lip.